Event description:
It was reported that the hcp opened the package of a lead and noticed that the tip of the lead was curved. He removed the guiding wire from the lead, thinking that maybe it was the wire, but realized that the lead itself was the problem. A new lead was used and there was no patient injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead model 3389s-40, lot v809556 found no anomaly. The distal end of the lead was straight. No curves were observed.